Event description:
During ep study and catheter ablation procedure, device showed "402 error" on monitor and receiving a lot of signal noise. Catheter removed from the field and returned to manufacturer. No patient harm.